Event description:
The event is reported as: the customer alleges that the balloon is partially inflating on one side only. The reported defected occurred during pre-testing of the device. No report of a pt injury or a delay in treatment to a pt.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.